Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on back of the pump, crack on right side of belt clip, pump delivered an extra bolus in the night however customer was sleeping and did not put the carbs in the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device would be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
No crack at the belt clip rails noted during visual inspection. However, the pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 28-mar-2025 and related svn#: (B)(6) event date of 27-mar-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) and related svn#: (B)(6) event date of 28-mar-2025 and related svn#: (B)(6) event date of 27-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 28-mar-2025 and related svn#: (B)(6) event date of 27-mar-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 03/27/2025 22:43:04.000 03/28/2025 00:58:03.000. Sensorexpiredalert (794) was found on: 03/27/2025 08:19:45.000. Lostsensor1alert (780) was found on: 03/28/2025 15:34:00.000 03/28/2025 15:44:00.000. Sgcalibrationerror (776) was found on: 03/26/2025 10:45:29.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sensor expired alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 03/14/2025 04:32:06.000 03/28/2025 15:50:37.000. Pump error 23 alarm was found on: 03/28/2025 15:50:55.000. Power loss alarm was found on: 03/28/2025 15:51:11.000 03/28/2025 15:51:19.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. No unexpected pump error 23 alarm/power loss alarm noted during testing. As per r&d engineer mark freger: the pump delivered insulin during the night due to amount programming in meal wizard by keypresses ( I am assuming the user activities). The pump behaved as expected (see r&d analysis attached). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.88 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Cosmetic damage (crack) at the back (on right side of belt clip) was not confirmed, however, other cosmetic damage (a cracked case-corner of belt clip rails) was noted during analysis. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.